Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the low rectal cancer surgery, after fired, found the tissue oozing, stop bleeding with compression hemostasis and hemolock. Before the surgery was finished, the surgeon did anal finger detection and found the staple leg was straight. The patient was stable and left from hospital.